Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 208 mg/dl, 357 mg/dl, and 143 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer reported that rejected images are showing on the web. There was no reported pt injury associated with this event.